Manufacturer narrative:
(B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc. Or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an atrial tachycardia ablation procedure with a vizigo sheath which "mushroomed" at the tip when going transseptal. When the sheath was replaced, the procedure continued. No patient consequences were reported.

Manufacturer narrative:
On 25-feb-2026, the product investigation was completed. On 23-mar-2026, it was noted per internal review that the product receipt by the bwi product analysis lab was mistakenly omitted from the initial report. It was reported that a patient underwent an atrial tachycardia ablation procedure with a vizigo sheath which "mushroomed" at the tip when going transseptal. When the sheath was replaced, the procedure continued. No patient consequences were reported. Device evaluation details: it was reported that a patient underwent an atrial tachycardia ablation procedure with a vizigo sheath which "mushroomed" at the tip when going transseptal. When the sheath was replaced, the procedure continued. No patient consequences were reported. Device evaluation details: the device was returned to johnson & johnson medtech (j&j medtech) for evaluation. Following j&j medtech procedures, a visual inspection and functionality test of the returned device were performed. Visual inspection revealed that the dilator exit one of the irrigation holes and the tip was bumped. A dimensional test was performed and the device was found within specifications. A device history review was performed for the finished device number lot 73000028 and no internal action related to the complaint was found during the review. The bumped tip and irrigation hole damaged could be related to the intracardiac resistance issue reported by the customer, the complaint was confirmed. The potential cause of the dilator exit from the irrigation hole could be related to the manipulation of the device during the procedure, however, this could not be conclusively determined. The bumped tip could be related to a potential skin incision size relative to the sheath during the procedure or the manipulation of the device before or during the procedure; however, this could not be conclusively determined. The sheath instructions for use (IFU) contain the following recommendations: use fluoroscopy and/or intracardiac ultrasound to monitor the advancement of the catheter and removal of the catheter from the sheath. Move the catheter carefully to avoid cardiac damage, perforation, or tamponade. If resistance is encountered, do not use excessive force to advance or withdraw the catheter through the sheath. As part of johnson & johnson medtech's quality process, all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).